Manufacturer narrative:
The sample was discarded.

Event description:
The customer reported approximately 1 hour into a 3 hour infusion of paclitaxel, a primary plumset with 0.2 micron filter, clave y-site, pe lined tubing, leaked from the micron filter. There were no pounds per square inch (psi) or alarms on the unspecified pump. There set was changed out to a new one and treatment was resumed. There was patient involvement, but no reported harm. This record captures the first of two devices.